Event description:
It was reported that the patient experienced hyperglycemia while using the ilet with a teflon infusion set, with a fingerstick blood glucose of 431 mg/dl, and troubleshooting suggested an insulin delivery issue likely at the cartridge-to-tubing connection due to absence of drops and observed wetness near the cartridge. Symptoms included hyperglycemia. Outcomes included the need for troubleshooting and education with a full supply change, confirmation of drops, completion of fill cannula, and resumption of insulin delivery, with a planned follow-up. Investigation included phone-based troubleshooting and user education. Investigation of this case revealed a probable leak or disconnection at the cartridge-to-tubing interface that impeded insulin delivery, consistent with a device delivery pathway issue. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.